Event description:
Pt was revised to address loosening of the tray at the cement/bone interface.

Manufacturer narrative:
Examination was not possible, as the prod was not returned. The investigation is limited to the info provided, as the lot numbers required to review the device history records, complaints database and conduct testing of retained samples has not been provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the prod and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.